Manufacturer narrative:
Received two (2) used units ch2000sc-10 spiros connected to unknown extension sets and nine (9) opened/unused units ch2000sc-10 spiros for inspection. As received, the two (2) used spiros were spinning freely. One (1) used spiros had scratches at the spinning mechanism, indicative of a bad shear tab break. The one (1) spiros was not fully connected. The spiros were each functionally tested and found to meet product specifications. The reported complaint could be confirmed on the one (1) spiros due to it not being fully connected but activated as received. The probable cause is unknown. The spiros met functional specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a spiros®, closed male luer w/red cap, 10 units reported that spiros began leaking upon disconnection. The event occurred during infusion. Two occurrences were reported. No additional distinguishing details or differentiating information were provided. There were patient involvement and no reported patient harm.